Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump was beeping and buttons does not work. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump buttons were unresponsive. Customer's parent previously reported that the b button was sticking. The customer¿s parent was advised to have customer discontinue use of pump because it is not safe. Customer's parent stated that the customer could not go without an insulin pump and disconnected the call. The insulin pump is not expected to return for analysis.